Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose bg) level was displayed as "high"; however no specific value was provided. Customer delivered a correction bolus via the pump and changed infusion set site to address bg.